Manufacturer narrative:
The product was received, but the analysis has not been completed. Additional info will be submitted within 30 days from receipt.

Event description:
During the (pci) percutaneous coronary intervention procedure, the cypher select + stent [crb33300] was delivered to the lesion, but the hub was broken. The system was removed from the pt and another stent was deployed.